Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light is off, by pressing on the healthcheck button the home monitor responds but the status light does not light up.

Manufacturer narrative:
- Upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light remains off. - analysis revealed that the pit button was stuck on the pressed position, which resulted in the failure of a self-test that only occurs when the button is pressed for at least 30 seconds. - this is an isolated hardware issue.

Event description:
Reportedly, the status light is off, by pressing on the healthcheck button the home monitor responds but the status light does not light up.